Event description:
Customer has reported that his adc libre reader charger "melted into the wall plug and the two metal prongs were red hot." Customer also reported seeing visible smoke and that the electrical outlet was also melted. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported product is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer has reported that his adc libre reader charger "melted into the wall plug and the two metal prongs were red hot." Customer also reported seeing visible smoke and that the electrical outlet was also melted. There was no report of death, serious injury, or mistreatment associated with this event.